Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
Reporter indicated that during a procedure, the filter is not fully opened. There was no patient harm.

Manufacturer narrative:
A review of the manufacturing and inspection records for this lot was conducted, and no deviations or non-conformances were recorded. One sample was returned by the customer for review. The customer returned the pusher wire, cartridge with filter inside, delivery catheter sheath, and dilator. The cartridge was returned loaded with filter inside with no indication that the filter had ever left the cartridge. Functional testing on the device was performed. During functional testing, the filter was able to be deployed with no issue through the femoral access orientation. Upon filter deployment, the filter was then set in warm water and opened as intended with no issue. Since the complaint could not be duplicated, we are unable to confirm the complaint, and no corrective will be taken at this time.